Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 0.1mg/ml via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient¿s allergies were noted as penicillin-edema. The medications the patient was taking at the time of the event were oxycodone 30mg, percocet ¿10 <(>&<)> 5¿ ¿dulotet 4 <(>&<)> 8¿ and ¿vicoden es.¿ the patient was seen in the clinic on (B)(6) 2013. The physician had not seen the patient in about 5 years. The patient has had chronic pain with multiple surgeries, including multilevel anterior lumbar interbody fusion, tlif and thoracic decompression and fusion. The patient had the pump placed by the physician but the patient had not been using it for the past several years. The patient had the pump placed in 2008, and was currently not under the care of a pain manager. The pump keeps flipping and caused the patient local pain. The company representative stated it should be removed. Upon physical exam the patient had good strength, sensation and reflexes. The patient had well-healed scars. There was no evidence of infection. The plan was to schedule the patient for removal of the pump. On examination the patient had pain that was rated as a ¿6¿ which was ¿distressing¿ on a pain scale. The patient described the pain as ¿pins and needles¿ ¿aches¿ ¿burning¿ stabbing.¿ the patient has had pain for 1 year. The patient did not have an injury. The patient had had x-rays or MRI¿s. The patient had physical therapy, and had spine injections. The patient also had surgery on their spine, t6-7, l5-s1, l4-l5, l2-3. The patient did not have any bowel or bladder changes. The patient was off balance or wobbly when walking, had difficulty buttoning buttons, tying shoes and picking up coins. The patient also had night sweats. Sitting, lying, walking, coughing/sneezing, lifting and bending forward makes the pain worse. Standing and changing positions makes the pain better. The patient did not smoke but did drink alcohol 1-2 week. The patient was not working and was not married. On (B)(6) 2013 the pump was explanted. On (B)(6) 2013, the patient was seen by the nurse practitioner four days status post removal of intrathecal pump, catheter and device. The patient had telephoned the office today reporting that he began having some clear drainage coming from his lumbar incision that began around 11 am. The patient stated that they changed the bandage once and the clear fluid continued to run down into his buttocks area. The nurse practitioner had spoken to the patient over phone and asked the patient to come in today to be seen. The patient denies any headaches, fevers, chills, bowel or bladder dysfunction. The patient did report that he has been somewhat sleepy over the past several days and not feeling as well as they did prior to the surgery. The patient was currently using 2 spinal cord stimulators to help with the pain. On physical examination of the patient¿s lumbar incision, the edges were well-approximated except for a small area at the proximal end of the incision, where there appears to be a small amount of yellow tissue noted. There is clear flowing fluid from this incision with manual palpation. The nurse practitioner called the physician in to assess the patient as well. The physicians were unsure if this was cerebrospinal fluid or not, however it did look suspicious of this. There were no signs or symptoms of infection noted. There was no erythema, warmth or spitting sutures noted. On examination of the left abdominal incision the edges were well approximated. There were no signs or symptoms of an infection. There was no erythema, no warmth, no drainage, and no spitting sutures noted. The patient¿s temperature today is 99. The plan was to have the patient to take their temperature daily and to monitor his incisional drainage. The patient was to call the physician if he begins having headaches, fevers or chills. The patient was placed on levaquin 500mg daily for the next seven days prophylactically. The patient was to see the physician on friday ((B)(6) 2013). The patient returned for an office visit on (B)(6) 2013. The patient had their intrathecal pump removed one week ago. The patient developed some clear drainage, certainly csf, around the incision. It was significant earlier. The patient was given antibiotics and had the patient lie down, and when he comes in today it is dry though the patient states he thought there was some drainage this morning on the dressing. The physician saw that the wound clinically appeared healed and dry and there was no drainage on the dressing that the patient had today. The plan was to have the patient continue to lay down. The patient was having no constitutional symptoms. The patient is having no headache. The physician planned to see the patient on tuesday. If the patient continues to drain or drainage becomes more persistent the physician would take the patient back to the operating room and over-sew the area of the catheter once more but at this point it appeared to be resolving spontaneously. On (B)(6) 2013, the patient was seen for a wound check by the nurse practitioner. The patient was seen on this past friday (B)(6) 2013 by the physician in which he stated that he was having drainage coming from his lumbar incision. The patient was 2 weeks status post removal of intrathecal pump, catheter and device. The patient stated that his lower back incision had been moist and he had noticed a decrease in the drainage. The patient denied any headaches, fever chills, bowel or bladder dysfunction. The patient stated that his lumbar does occasionally have some moistness to it, however, he has actually not seen any real drainage coming from the incision. The nurse practitioner collaborated with the physician who saw the incision today and informed the patient to notify them if he begins to have drainages as he had seen before, otherwise they planned to see the patient in approximately one week for a wound check follow-up. The patient was also informed to notify the physician if the patient was having increasing or worsening of their neurological symptoms. No outcome reported.